Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) with "blank screen, when powered on", was confirmed during functional testing. The root cause of the reported complaint was the defective processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in (B)(6) 2014 and is more than 7 years old, has exceeded its expected service life of 5 years. During visual inspection of the autopulse platform, unrelated to the reported complaint, cracked front and bottom enclosures were observed. These physical damages were likely due to mishandling, such as a drop. The front and bottom enclosures need to be replaced to address the physical damage. The archive data review showed no significant discrepancies. The autopulse platform failed the initial functional test as the display screen was blank, thus confirming the customer complaint. The defective processor board needs to be replaced to address the reported issue. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4) was observed with a blank screen when powered on. No patient involvement.